Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk.

Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 289mg/dl. The caller stated that insulin squirted out during the manual prime process, and the insulin pump alarmed. The customer stated that the drive support cap appears normal. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.